Event description:
Situation: cracked stat-lock device inside arterial line insertion kit. Background: for arterial line placement there is an insertion bundle kit that providers use that have all items needed for sterile insertion. Assessment: bundle kit was used, prior to attaching stat-lock it was noted by provider to have cracked plastic attachment. Recommendation: review product inside bundle kit--made by bard. Item identified as bard art0420 in kit art685 in centurion kit art685.